Event description:
It was reported that the patient fell on (B)(6) 2010 and had to have their implantable neurostimulator removed. No additional information was provided. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2010, product type lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2010, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient product ID 3550-14, lot# n227819, implanted: (B)(6) 2009, explanted: (B)(6) 2010, product type accessory. (B)(4).